Event description:
New information received notes that during subsequent follow-ups, myopotential oversensing continued to be seen. Programming changes were made to resolve the issue. The device remains implanted and patient will be scheduled for another follow-up.

Event description:
It was reported that during a routine follow up, noise was observed. The noise could not be reproduced during provocative testing but was visible when the patient breathed deeply. Myopotential oversensing was suspected. Programming changes were made. The patient condition was good following the event. The device remains implanted and normal follow-up will continue.